Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 577mg/dl, and his blood glucose was treated with manual injections. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found auto off, no delivery, and low reservoir alarms. Assisted the customer to run a manual prime test and the insulin did exit. The customer called back to perform the high pressure test and passed. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.